Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls, calibration and maintenance were acceptable. The sample in question was repeated twice on the same instrument and the results were acceptable. The cause of the discordant, falsely low total hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on a dimension instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low total hcg result.